Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with the lead twisted between 50 and 61 mm from the terminal pin. Tears in the insulation were observed at 51 to 55 mm and 57 mm from the terminal pin. And analysis concluded that the tears were due to the twisting of the lead. The conductor coils were also noted to be deformed at 57 mm from the terminal pin. Analysis confirmed the field allegation that the patient twiddled the lead out of place.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead was disldoged due to the patient having twiddler's syndrome. During the revision procedure the ra lead was explanted and a new lead was successfully implanted.no adverse patient effects were reported.

Event description:
--